Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issue"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, infection, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('post operative pelvic abscess') and pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, discomfort, abdominal pain, uterine bleeding, chest pressure, lightheadedness, ovarian cyst, cesarean delivery, without mention of indication, cervical dysplasia and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: macrodantin from (B)(6) 2011 to (B)(6) 2012, sprintec in 2010 and mirena in 2010. Concomitant products included ibuprofen from (B)(6) 2013 to (B)(6) 2017 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2018 for pain as well as alprazolam (xanax) from (B)(6) 2013, clarithromycin (macrobid) from (B)(6) 2013, diphenhydramine from (B)(6) 2018, doxycycline monohydrate from (B)(6) 2013 to (B)(6) 2015, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2013 to (B)(6) 2015, ketorolac from (B)(6) 2018, metronidazole from (B)(6) 2017, nsaids since (B)(6) 2013, omeprazole (protonix) since 2010, paracetamol (acetaminophen) since (B)(6) 2013, propranolol hydrochloride (propranol) from 30-(B)(6) 2018 and sumatriptan (imitrex) from (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). In 2017, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required) with pelvic infection. On an unknown date, the patient experienced menstrual disorder ("menstruation issue") and infection ("infection"). The patient was treated with metronidazole benzoate (flagyl), ondansetron (zofran), ciprofloxacin (cipro), radiology drained abscess and surgery (hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic abscess, menstrual disorder, depression, anxiety, menorrhagia, vaginal haemorrhage and infection outcome was unknown and the pelvic pain was resolving. The reporter provided no causality assessment for pelvic abscess with essure. The reporter considered anxiety, depression, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 0 (in left tube, where tubal spasm occluded visibility during insertion). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: no acute intra-abdominal. Intrapelvic abnormality; on an unknown date: the patient is status post hysterectomy. There is a fluid collection in the pelvis increased in size, measuring 3.9 , 3 cm image 74, previously 3.5, 2.4 cm. It contains a few foci of gas and now definite wall enhancement. There is increased stranding in the anterior pelvis. Other smaller,collections in the right hemipelvis is now seen on image 70. Adjacent colonic wall thickening is present; on an unknown date: enlarging fluid collection in the pelvis with at least one smaller new collection of indeterminate sterility. Increased fat stranding in the pelvis and adjacent colonic wall thickening. Findings remain concerning for possible infection.; in (B)(6) 2017: indication: abdominal pain; fever, hysterectomy 7 days ago, right greater than left pain; impression: post surgical changes of hysterectomy with small fluid collection abutting the vaginal cuff of indeterminate sterility. Small foci of air within this collection may be postsurgical or related to infection.. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded bilateral satisfactory placement and fallopian tube occlusion with essure devices.. Pathology test - on (B)(6) 2017: clinical history: robotic hysterectomy, bilateral salpingectomy, cystoscopy pre- post operative diagnosis: abnormal uterine bleeding procedure: robotic total hysterectomy, bilateral salpingectomy, right ovarian cystectomy, cystoscopy specimen(s) submitted: a. Uterus, cervix, bilateral tubes, right ovarian cyst final diagnosis:uterus, cervix, bilateral tubes, and right ovarian cyst, hysterectomy, bilateral salpingectomy, and rightovarian cystectomy:benign partially luteinized ovarian follicular cyst.weakly proliferative endometrium, with associated scarring consistent with prior ablation therapy.mild chronic cervicitis; negative for dysplasia.bilateral benign fimbriated fallopian tubes with focal endosalpingiosis,. Concerning injuries reported in this case the following ones were described in patient medical records pelvic abscess and pelvic infection most recent follow-up information incorporated above includes: on 14-aug-2019: pfs and mr received: events abnormal bleeding (vaginal, menorrhagia), pelvic abscess and pelvic infection were added. Medical history, lot number, lab data, concomitant and historical drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('post operative pelvic abscess') and pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, discomfort, abdominal pain, uterine bleeding, chest pressure, lightheadedness, ovarian cyst, cesarean delivery, without mention of indication, cervical dysplasia and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: macrodantin from (B)(6) 2011 to (B)(6) 2012, sprintec in 2010 and mirena in 2010. Concomitant products included ibuprofen from (B)(6) 2013 to (B)(6) 2017 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2017 to (B)(6) 2018 for pain as well as alprazolam (xanax) from (B)(6) 2013 to (B)(6) 2013, clarithromycin (macrobid) from (B)(6) 2012 to (B)(6) 2013, diphenhydramine from (B)(6) 2017 to (B)(6) 2018, doxycycline monohydrate from (B)(6) 2013 to (B)(6) 2015, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2013 to (B)(6) 2015, ketorolac from (B)(6) 2017 to (B)(6) 2018, metronidazole from (B)(6) 2017, nsaids since (B)(6) 2013, omeprazole (protonix) since 2010, paracetamol (acetaminophen) since (B)(6) 2013, propranolol hydrochloride (propranol) from (B)(6) 2017 to (B)(6) 2018 and sumatriptan (imitrex) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). In 2017, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required) with pelvic infection. On an unknown date, the patient experienced menstrual disorder ("menstruation issue") and infection ("infection"). The patient was treated with metronidazole benzoate (flagyl), ondansetron (zofran), ciprofloxacin (cipro), radiology drained abscess and surgery (hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic abscess, menstrual disorder, depression, anxiety, menorrhagia, vaginal haemorrhage and infection outcome was unknown and the pelvic pain was resolving. The reporter provided no causality assessment for pelvic abscess with essure. The reporter considered anxiety, depression, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 0 (in left tube, where tubal spasm occluded visibility during insertion). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: no acute intra-abdominal. Intrapelvic abnormality; on an unknown date: the patient is status post hysterectomy. There is a fluid collection in the pelvis increased in size, measuring 3.9 , 3 cm image 74, previously 3.5, 2.4 cm. It contains a few foci of gas and now definite wall enhancement. There is increased stranding in the anterior pelvis. Other smaller,collections in the right hemipelvis is now seen on image 70. Adjacent colonic wall thickening is present; on an unknown date: enlarging fluid collection in the pelvis with at least one smaller new collection of indeterminate sterility. Increased fat stranding in the pelvis and adjacent colonic wall thickening. Findings remain concerning for possible infection.; in (B)(6) 2017: indication: abdominal pain; fever, hysterectomy 7 days ago, right greater than left pain; impression: post surgical changes of hysterectomy with small fluid collection abutting the vaginal cuff of indeterminate sterility. Small foci of air within this collection may be postsurgical or related to infection. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded bilateral satisfactory placement and fallopian tube occlusion with essure devices. Pathology test - on (B)(6) 2017: clinical history: robotic hysterectomy, bilateral salpingectomy, cystoscopy. Pre- post operative diagnosis: abnormal uterine bleeding. Procedure: robotic total hysterectomy, bilateral salpingectomy, right ovarian cystectomy, cystoscopy specimen(s) submitted: a. Uterus, cervix, bilateral tubes, right ovarian cyst. Final diagnosis:uterus, cervix, bilateral tubes, and right ovarian cyst, hysterectomy, bilateral salpingectomy, and right ovarian cystectomy:benign partially luteinized ovarian follicular cyst. Weekly proliferative endometrium, with associated scarring consistent with prior ablation therapy. Mild chronic cervicitis; negative for dysplasia. Bilateral benign fimbriated fallopian tubes with focal endosalpingiosis. Concerning injuries reported in this case the following ones were described in patient medical records pelvic abscess and pelvic infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('post operative pelvic abscess'), pelvic pain ('physical pain/pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, discomfort, abdominal pain, uterine bleeding, chest pressure, lightheadedness, ovarian cyst, cesarean delivery, without mention of indication, cervical dysplasia and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: macrodantin from (B)(6) 2011 to (B)(6) 2012, sprintec in 2010 and mirena in 2010. Concomitant products included ibuprofen from (B)(6) 2013 to (B)(6) 2017 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2017 to (B)(6) 2018 for pain as well as alprazolam (xanax) from (B)(6) 2013 to (B)(6) 2013, clarithromycin (macrobid) from (B)(6) 2012 to (B)(6) 2013, diphenhydramine from (B)(6) 2017 to (B)(6) 2018, doxycycline monohydrate from (B)(6) 2013 to (B)(6) 2015, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2013 to (B)(6) 2015, ketorolac from (B)(6) 2017 to (B)(6) 2018, metronidazole from (B)(6) 2017 to (B)(6) 2017, nsaids since (B)(6) 2013, omeprazole (protonix) since 2010, paracetamol (acetaminophen) since (B)(6) 2013, propranolol hydrochloride (propanol) from (B)(6) 2017 to (B)(6) 2018 and sumatriptan (imitrex) from (B)(6) 2012 to (B)(6)2013. On (B)(6) 2013, the patient had essure inserted. In march 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression/psych injury"), anxiety ("mental anguish/psych injury"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). In 2017, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required) with pelvic infection. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issue"), infection ("infection"), abdominal pain ("abdominal pain, chronic"), vaginal discharge ("vaginal discharge") and psychological trauma ("psych injury"). The patient was treated with metronidazole benzoate (flagyl), ondansetron (zofran), ciprofloxacin (cipro), radiology drained abscess and surgery (hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic abscess, menstrual disorder, depression, anxiety, menorrhagia, vaginal haemorrhage, infection and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and vaginal discharge had resolved. The reporter provided no causality assessment for pelvic abscess with essure. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 0 (in left tube, where tubal spasm occluded visibility during insertion). Plaintiff received treatment for vaginal discharge, pelvic pain, abdominal pain and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: no acute intra-abdominal. Intrapelvic abnormality; on an unknown date: the patient is status post hysterectomy. There is a fluid collection in the pelvis increased in size, measuring 3.9 , 3 cm image 74, previously 3.5, 2.4 cm. It contains a few foci of gas and now definite wall enhancement. There is increased stranding in the anterior pelvis. Other smaller,collections in the right hemipelvis is now seen on image 70. Adjacent colonic wall thickening is present; on an unknown date: enlarging fluid collection in the pelvis with at least one smaller new collection of indeterminate sterility. Increased fat stranding in the pelvis and adjacent colonic wall thickening. Findings remain concerning for possible infection.; in november 2017: indication: abdominal pain; fever, hysterectomy 7 days ago, right greater than left pain; impression: post surgical changes of hysterectomy with small fluid collection abutting the vaginal cuff of indeterminate sterility. Small foci of air within this collection may be postsurgical or related to infection.. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded bilateral satisfactory placement and fallopian tube occlusion with essure devices.. Pathology test - on (B)(6) 2017: clinical history: robotic hysterectomy, bilateral salpingectomy, cystoscopy pre- post operative diagnosis: abnormal uterine bleeding procedure: robotic total hysterectomy, bilateral salpingectomy, right ovarian cystectomy, cystoscopy specimen(s) submitted: a. Uterus, cervix, bilateral tubes, right ovarian cyst final diagnosis:uterus, cervix, bilateral tubes, and right ovarian cyst, hysterectomy, bilateral salpingectomy, and right ovarian cystectomy:benign partially luteinized ovarian follicular cyst.weakly proliferative endometrium, with associated scarring consistent with prior ablation therapy.mild chronic cervicitis; negative for dysplasia. Bilateral benign fimbriated fallopian tubes with focal endosalpingiosis,. Concerning injuries reported in this case the following ones were described in patient medical records pelvic abscess and pelvic infection quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: events per pfs: abdominal pain chronic, general abnormal bleeding and vaginal discharge were added. Outcome for events pelvic pain, abdominal pain, general abnormal bleeding and vaginal discharge were resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('post operative pelvic abscess') and pelvic pain ('physical pain/pain/ pelvic pain') in an adult female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, discomfort, abdominal pain, uterine bleeding, chest pressure, lightheadedness, ovarian cyst, cesarean delivery, without mention of indication, cervical dysplasia, loop electrosurgical excision procedure, gerd and migraine. Previously administered products included for an unreported indication: macrodantin from (B)(6) 2011 to (B)(6) 2012, mirena from 2010 to (B)(6) 2012, depo provera from 2010 to (B)(6) 2011 and sprintec in 2010. Concomitant products included ibuprofen from (B)(6) 2013 to (B)(6) 2017 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2017 to (B)(6) 2018 for pain as well as alprazolam (xanax) from (B)(6) 2013 to (B)(6) 2013, clarithromycin (macrobid) from (B)(6) 2012 to (B)(6) 2013, diphenhydramine from (B)(6) 2017 to (B)(6) 2018, doxycycline monohydrate from (B)(6) 2013 to (B)(6) 2015, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2013 to (B)(6) 2015, ketorolac from (B)(6) 2017 to (B)(6) 2018, metronidazole from (B)(6) 2017 to (B)(6) 2017, nsaids since (B)(6) 2013, omeprazole (protonix) since 2010, paracetamol (acetaminophen) since (B)(6) 2013, propranolol hydrochloride (propranol) from (B)(6) 2017 to (B)(6) 2018 and sumatriptan (imitrex) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression/psych injury"), anxiety ("mental anguish/psych injury"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and abdominal pain ("abdominal pain, chronic"). In 2017, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required) with pelvic infection. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstruation issue"), infection ("infection"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), migraine ("migraines") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with metronidazole benzoate (flagyl), ondansetron (zofran), ciprofloxacin (cipro), radiology drained abscess and surgery (hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic abscess, menstrual disorder, depression, anxiety, menorrhagia, vaginal haemorrhage, infection, psychological trauma, migraine, headache and weight increased outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and vaginal discharge had resolved. The reporter provided no causality assessment for pelvic abscess with essure. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 0 (in left tube, where tubal spasm occluded visibility during insertion). Plaintiff received treatment for vaginal discharge, pelvic pain, abdominal pain and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: no acute intra-abdominal. Intrapelvic abnormality; on an unknown date: the patient is status post hysterectomy. There is a fluid collection in the pelvis increased in size, measuring 3.9 , 3 cm image 74, previously 3.5, 2.4 cm. It contains a few foci of gas and now definite wall enhancement. There is increased stranding in the anterior pelvis. Other smaller,collections in the right hemipelvis is now seen on image 70. Adjacent colonic wall thickening is present; on an unknown date: enlarging fluid collection in the pelvis with at least one smaller new collection of indeterminate sterility. Increased fat stranding in the pelvis and adjacent colonic wall thickening. Findings remain concerning for possible infection.; in (B)(6) 2017: indication: abdominal pain; fever, hysterectomy 7 days ago, right greater than left pain; impression: post surgical changes of hysterectomy with small fluid collection abutting the vaginal cuff of indeterminate sterility. Small foci of air within this collection may be postsurgical or related to infection.. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded bilateral satisfactory placement and fallopian tube occlusion with essure devices.. Pathology test - on (B)(6) 2017: clinical history: robotic hysterectomy, bilateral salpingectomy, cystoscopy pre- post operative diagnosis: abnormal uterine bleeding procedure: robotic total hysterectomy, bilateral salpingectomy, right ovarian cystectomy, cystoscopy specimen(s) submitted: a. Uterus, cervix, bilateral tubes, right ovarian cyst final diagnosis:uterus, cervix, bilateral tubes, and right ovarian cyst, hysterectomy, bilateral salpingectomy, and rightovarian cystectomy:benign partially luteinized ovarian follicular cyst.weakly proliferative endometrium, with associated scarring consistent with prior ablation therapy.mild chronic cervicitis; negative for dysplasia.bilateral benign fimbriated fallopian tubes with focal endosalpingiosis,. Concerning injuries reported in this case the following ones were described in patient medical records pelvic abscess and pelvic infection quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-may-2020: new events were added: migraine, headache and weight gain. Historical drug and medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.